Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer was reported that their insulin pump had a power error detected alarm. The customer stated that they were able to clear the alarm and able to rewind the insulin pump. The customer was also reported that notification light did not stopped immediately. The customer was advised that the insulin pump needed to be replaced the insulin pump and to revert to the backup plan. The product will not be returned for analysis.